Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿no angulation when the control knob is turned¿ was confirmed. The following findings were also noted during device evaluation: due to damage on channel-tube, water tightness is lost, adhesive on bending section is detached, and due to damage on channel-tube, suction volume does not meet specifications. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no angulation when the control knob is turned during receipt inspection. Upon inspection and evaluation, due to a cut on angle wire, bending section cannot be controlled at all. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress applied by angulating with excess force and/or corrosion generated by water leakage. However, a further cause of the leakage could not be presumed. As there was no information received of clear misuse of the device by the user, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.